Event description:
Customer reported the monitors will not come out of sleep mode. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the monitors. System operates as intended.